Event description:
It was reported that the insulin pump had an error alarm during the manual prime multiple times. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 16.7 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. No compromised force sensor system alarm was noted. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.